Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The patient returned emergently with complaints of abdominal pain approximately 4 weeks post-op. A CT showed a contained rupture, or inflammatory secular projection off the top of the aorta, right above the sealing rings. The left common iliac was also completely aneurysmal measuring over 5cm. The physician elected to perform and open conversion and explant the graft. It was observed that the aortic body was floating in pus and the left iliac limb was leaking purulent content. The graft was explanted and a ax-fem/fem-fem bypass was performed. The patient tolerated the procedure well and is currently being monitored. As of the date of this report there have been no additional patient sequelae reported.